Event description:
The dentist reported the non-osseointegration of 2 implants ti titamax implant (4.1) 3.75x13, 1 to 4 months after they were placed in patient's mouth. Immediate load was performed and patients had low bone quality. No further information was given.